Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up increased capture threshold and increased impedance were observed. The right ventricular lead was capped due to lead fracture during the generator change out. The patient was stable post-procedure.